Event description:
It was reported that stent damage occurred. The target lesion was located in 98% stenosed calcified right coronary artery (rca). A 8 x 2.50 promus premier select stent was advanced, but could not cross and a stent strut became deformed. It was noted that the strut damage occurred while crossing the lesion. The stent damage was noticed after removing the device from the patient. The procedure was completed with a non boston scientific device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: an 8 x 2.50mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal end with stent struts flayed and misaligned. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 1.5 cm distal from the distal end of the strain relief. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in 98% stenosed calcified right coronary artery (rca). A 8 x 2.50 promus premier select stent was advanced, but could not cross and a stent strut became deformed. It was noted that the strut damage occurred while crossing the lesion. The stent damage was noticed after removing the device from the patient. The procedure was completed with a non boston scientific device. No patient complications were reported in relation to this event.